Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received an erroneous result for one patient sample tested for ion selective electrode (ise) potassium. The sample initially resulted as 4.4 mmol/l and this result was verbally reported outside of the laboratory when asked for it by the floor. When the customer saw other values from the patient, he repeated the sample. Upon repeat, the sample resulted as 3.1 mmol/l and this value was believed to be correct. A verbal correction was provided to the floor. The patient was not adversely affected by the event. The ise potassium electrode lot number was a83 with an expiration date of 10/31/2013. The field service representative could not determine a cause. He checked the system including the sampling system, measurement system, rinse mechanism, and ise system. He performed a precision study which was within guidelines. The operator ran quality controls and verified that the results were within the customer's ranges.

Manufacturer narrative:
A specific root cause could not be determined. It was noted pre- analytical sample handling may have contributed to the issue.